Event description:
The patient experienced a shocking or jolting sensation in her area of paresthesia. There was no known incident or accident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.